Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had ventricular tachycardia which was treated with antitachycardia pacing (atp), however vt was accelerated into vf and was terminated with one shock. Patient was treated with medication.